Event description:
Meter name: one touch basic enhanced. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: dizzy. A pt reported they were not able to test on meter. Their meter allegedly not working (issue was undefined). Unable to test. No comparison. Not treated. No further info has been reported.